Event description:
A male patient underwent aaa repair on (B) (6) 2010. During the deployment of the flex main body graft, after removing the two trigger wires, the physician couldn't remove the entire device because it was still attached to the graft. After the deployment sequence of the graft, the radiologist tried to recover the top cap, but the graft was attached to the device. He tried many times to do it and the graft twisted so it seemed the z-stent was not open so the physician converted the patient to open surgical repair. It was confirmed that all parts of the device were successfully removed. As reported, the patient only had temporary adverse effects, "only breath difficulties". No additional information was provided by reporter.

Manufacturer narrative:
Date that the first cook employee was aware is not clear. (B) (4). Event evaluation: still under investigation.